Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to foreign material being stuck inside the air/water nozzle and could not be sufficiently removed and clogged because reprocessing was not carried out according to the instructions for use. It was not possible to further presume the cause of the entry of the foreign material, as detailed handling information was unable to be obtained. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope was dripping after being cleaned. Inspection and testing of the returned device found the nozzle was clogged with foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the nozzle had foreign objects, water tightness was lost due to wear of the zoom lever, the bending angle in the up direction was out of standard, the up/down knob had play, the adhesive on the bending section rubber was chipped, the adhesive on the bending section rubber was cracked, water removal was reduced due to clogging of the nozzle, switch 1 was scratched, the light guide lens was cracked, the distal end cover was dented, the distal end cover was burnt, and the connecting tube was scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.